Event description:
Boston scientific cardiac rhythm management (crm) received information that during follow-up, shock impedance with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead, was reported as <20 ohms. Technical services was contacted for recommendations at which time it was stated this is most likely was lead insulation defect, with the following recommendations. A revision procedure for evaluation of lead integrity. Special attention to lead insulation, from the terminal pin down to the yoke position, should be noted and repaired if necessary. If no insulation damage is noted, then the device seal plugs should be inspected. Upon inspection of the seal plugs, if no issues are observed, the lead as well as the device should be replaced. No adverse patient effects reported. Subsequently, the device was explanted several years later and returned for a routine post market assessment. No additional information communicated with the returned product and no events during the remainder of the implanted duration were reported to boston scientific.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. A review of the memory log found that the device had not declare eri or eol while implanted. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. The device was archived as meeting specifications with analysis unable to confirm or replicate the reported clinical observations. The associated lead in this case was not returned for analysis.